Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed no image issue was found to be the result of liquid ingress/flooding into the bending section cover (a rubber). The root cause of the device leakage could not be determined, however, the issue was likely the result of wear due to user handling methods. The event can be prevented by following the instructions for use which state: ¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was no image displayed. The customer's originally reported condition of leaking in the distal tip was confirmed. The following additional findings were also noted: leaking from the bending section cover, minor marks on the insertion tube, worn switch, and angulation in the up and down directions not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during the reprocessing of their evis eus ultrasound bronchofibervideoscope device, there was leaking at the distal tip. The customer was unable to finish their routine decontamination of the device as a result, although they still were able to wipe down the exterior of the scope with detergent. Upon inspection and testing of the returned unit, it was discovered that there was no image displayed. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.